Event description:
It was reported through a research article identifying proglide device that may be related to a serious injury. Specific patient information is documented as unknown. Details are listed in the attached article, titled "management of inadvertent carotid artery sheath insertion during central venous catheter placement."

Manufacturer narrative:
(B)(4). Date of occurrence is an estimated date, information received through a literature review. Exact date(s) was not documented and events occurred between 01/01/2001 and 12/30/2011. (B)(4): incorrect anatomy - the device was used to close the carotid puncture site. Per the instructions for use the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. This information was obtained through literature review; therefore, the device was not available for return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article; management of inadvertent carotid artery sheath insertion during central venous catheter placement (jama surg. 2013;148,11:1063-1066.).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.